Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt's mother reported pt has been receiving elevated blood glucose levels for the past 2 months. Mother stated, pt changes the infusion sets on his own so she doesn't know if he has had any kinks or bends. Mother reported, the pt stated after inserting his infusion site it becomes itchy until approximately 24 hours later. Mother stated when this occurs, the pt just changes the infusion site and it seems to be better. Mother reported that pt stated there are a couple times that he has tried to insert the infusion set and instead of the infusion site going in, it scrapes the skin. Mother stated, there have been no leaky infusion sites. Pt uses the insertion assist plus device to insert the infusion sets. Mother reported, the pt's blood glucose has deviated from his normal range to 300-400 mg/dl. Pt's normal blood glucose range is 90-150 mg/dl. Mother stated, pt will treat himself by increasing his basal rate and bolusing more. Pt's mother reported, the blood glucose readings have finally started to come back down toward his normal range after increasing his basal rate more. Replacement infusion sets sent; no product return was requested.